Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x38 mm xience xpedition stent was implanted in the mildly calcified, moderately tortuous left anterior descending coronary artery. After the stent was implanted a distal edge dissection was noted. A 3.0x15 mm xience xpedition stent was implanted to successfully treat the dissection. The condition resolved. There was no adverse patient sequela. No additional information was provided.